Manufacturer narrative:
Investigation summary: one sample was received. One sample came with no packaging blister, it has the plastic shield. It has white epoxy towards the middle of the needle. It is about 3/8¿ long. The plastic hub is placed under the cannulator. Then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. In this case it may have happened that a jam occurred, and the equipment dispensed silicone before the part was moved to the next station and it was not detected in the next processes. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for the lot # 9193579 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: the plastic hub is placed under the cannulator then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. In this case it may have happened that a jam occurred, and the equipment dispensed silicone before the part was moved to the next station and it was not detected in the next processes. Rationale: CAPA not required at this time.

Event description:
It was reported that bd precisionglide¿ needle had epoxy on the needle. This was discovered before use. The following information was provided by the initial reporter: material no.: 305195 batch no.: 9193579. It was reported that the needle has a white substance on it that appears to be dried glue. Per email/voicemail: customer called to report that a bd needle had white substance on it.